Event description:
Additional information identified that the patient had drainage from the site. Follow-up revealed the wound was healing.

Event description:
It was reported that the patient had a small pinhole sized opening at the ipg site. The physician suspected a (B)(6) infection. No cultures were obtained. Surgical intervention was undertaken wherein ipg was removed and the ipg pocket was washed multiple times with vancomycin and vancomycin powder was placed directly in the pocket. The same ipg was placed in the pocket and the incision was closed. Reportedly, the patient would receive IV treatment at home.

Event description:
Additional information received identified that the wound healed.